Event description:
It was reported that there was a problem with telemetry and recharging. It was noted that the implantable neurostimulator (ins) was unresponsive to any telemetry attempts by the physician programmer, patient programmer, and recharger. It was noted that "4 months ago" the patient went to bed with the ins fully charged and she woke up unable to communicate with her device either with the patient programmer or the recharger. The recharging statistics showed that the last recharger was on (B)(6) 2012. An overdischarge was suspected. It was noted that patient compliance was the primary reason for the overdischarge. It was noted that the last time stimulation was felt was "4 months ago." Additional information received one day later reported that the overdischarge was confirmed. It was noted that the patient requested to do the "jump start" at home and would follow up when the device was ready to be reset. Additional information received over two months later reported that the patient had an issue with the recharger. It was noted that the recharger was being used by the patient. Additional information received over a year from initial report reported that the patient experienced a loss of therapeutic effect. It was noted that the daughter stated that her mother's device was "defective." It was noted that after implant in (B)(6) of 2011 "it worked for 3 days and then she came home and put it on the charger and it hadn't worked since." It was noted that they "tried to reboot it twice but it still didn't work." It was noted that the patient was in "constant and horrible pain every day due to ins not working." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3888-28, lot# l35219, implanted: (B)(6) 1995, product type: lead. (B)(4).